Event description:
Pt complaining of knee buckling, found osteolysis and polyethylene wear of insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.